Event description:
The pt reportedly experiences pain at the implant site while using the device. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.